Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (90% stenosis and calcification); inherent risk of procedure (stent deformation); deformation issue (returned stent damaged). Conclusion: known inherent risk of procedure (stent deformation); device failure related to patient condition (90% stenosis and calcification). (B)(4).

Event description:
The physician was attempting to deliver an endeavor resolute drug eluting stent to a lesion in the lad with 90% stenosis and calcification. The device was inspected prior to use with no issues noted. It is reported that the device could not pass the lesion due to calcification. The degree of calcification and tortuosity is unknown. No resistance was encountered at the lesion. The physician gave up the surgery. The physician concluded this event was not related to the quality problem. No clinical sequelae reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Through analysis of the returned device a number of stent struts on the 7th and 8th proximal segments were raised and deformed. The remaining segments were intact. The distal tip was flared. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)